Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with possible inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr) detected by the implantable cardioverter defibrillator (ICD) device. The device remains in use. No further patient complications have been reported as a result of this event.